Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7173877 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7174023 UDI: (B)(4). Product family: scs-lead fixation upn: m365sc43160 model: sc-4316 batch: 36295932 UDI: (B)(4).

Event description:
It was reported that the patient developed an infection. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained despite good faith efforts. Additional information stated that the patient is doing well postoperatively. The explanted device was not returned.

Event description:
It was reported that the patient developed an infection. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7173877, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7174023, UDI: (B)(4). Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 36295932, UDI: (B)(4).